Event description:
A patient reported they were unable to test two days. Their meter allegedly would only prompt insert strip. Treatment: took 6 "advil" and headache continued. No further information has been reported.